Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (unable to communicate with a monitor) has been confirmed. Upon investigation, the electrode belt does not communicate with a monitor. The cause for the failure was isolated to extensive thermal damage on the distribution node pca. The root cause for the thermal damage could not be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor contacted zoll to report that electrode belt sn 59144280 was unable to communicate with a monitor.